Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (one touch verio iq) read inaccurate compared to another meter (¿mini meter¿). The reporter was unable to give the result on the subject meter which was compared to ¿139 mg/dl¿ on the other meter. The tests were performed within 30 minutes of each other. This complaint is being reported because the reported results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.